Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone single piece lens but 1 haptic tore. There was no pt contact or injury.

Manufacturer narrative:
H6: eval codes: results - (other): visual inspection of the returned product found 1 haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.